Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the failure of load cell module #2. The cracked/damaged covers and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in 2015 and is over 8 years old, past its expected service life of 5 years. During further visual inspection, the front and bottom enclosures were observed to be cracked/damaged and several screw holders on both enclosures were broken off. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling. The front and bottom enclosures and screws were replaced to address the issue. Also unrelated to the reported complaint, the brake gap was out of specification (too narrow), likely attributed wear and tear due to the age of the device. The brake gap was adjusted to remedy the issue. A review of the archive data showed (ua) 07 error messages, thus, confirming the reported complaint. The platform failed functional testing due to the (ua) 07 advisory message displayed upon powering up the device; thus, confirming the reported complaint. The load cell module #2 was replaced to remedy the complaint. Following service, the platform passed the load cell characterization check. The autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform (B) (6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.